Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).

Event description:
It was reported that the patient presented into the emergency room after receiving therapy. Device interrogation noted that device reset had occurred and device had reached eri. Multiple vt/vf episodes were logged with incorrect time stamps. The device was explanted and replaced.